Event description:
The patient reportedly experienced intermittency, followed by loss of lock. Device testing revealed that the device is not functioning. Surgery to explant the patient's device has been scheduled.